Event description:
It was reported that a spectrum pump had upstream occlusion alarms in the history log. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of upstream occlusion alarms through the history log, but could not reproduce it. The device was operating out of specification with respect to the reported symptom, due to cracked tail pins in the upstream sensor assembly. The failed upstream sensor was replaced.